Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted the right atrial (ra) lead had dislodged and exhibited failure to capture and undersensing. The dislodgement of the ra lead was verified by x-ray. Besides, the right ventricular (rv) lead had lost all its slack. The ra lead and rv lead were explanted and replaced. The patient was in stable condition throughout the procedure.